Event description:
The customer reported they are drawing venous samples and using the venous blood to dose the coaguchek xs plus strip to test the patients when they are doing comparisons to the laboratory sample results. The customer reported that while testing patient number 1 they obtained a result of 2.7 inr on the coaguchek xs plus meter (serial number (B)(4)) compared to the laboratory result of 2.0 inr. A dade innovin reagent was used in the laboratory. The patient's coumadin dose was not changed. The patient's therapeutic range is 2-3 inr. For patient number 2 the result on the coaguchek xs plus (serial number (B)(4)) was 2.8 inr compared to the 3.8 laboratory result of 3.8 inr. These tests were done on (B)(6) 2016. Patient number 2 is male and his date of birth is (B)(6). His weight is not known. It is not known if any changes were made to the coumadin dose for patient number 2. It was reported that his therapeutic range was also 2-3 inr. Neither patient has antiphospholipid antibodies. Both patients felt fine. There was no adverse event. The suspect device was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 205402) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation. There was no product returned.

Manufacturer narrative:
Relevant retention test strips (lot 205402) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was within specifications. The customer's meter was returned for investigation on 12/28/2016. The returned meter was measured with masterlot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.4 inr, donor 2 inr: 3.8 inr. Donor 1 hct: 42%, donor 2 hct: 47%. Testing results: donor #1: masterlot: 2.4 inr, customer meter and masterlot: 2.4 inr. Donor #2: masterlot: 3.8 inr, customer meter and masterlot: 3.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.